Manufacturer narrative:
This supplemental report is being submitted to provide additional information. 5 years and 11 months had passed since the device was manufactured. Therefore, omsc guessed that the printed-circuit board failure was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) (okr). For evaluation. Okr confirmed that the printed-circuit board of the subject device was failure. Okr guessed that the printed-circuit board failure is the cause of the reported event. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before unspecified procedure, the subject device automatically repeated reboots and the endoscopic image was not seen. There was no report of patient injury associated with this event.